Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped the ilet, dislodged the infusion set, and did not receive insulin for several hours, then later entered an incorrect manual blood glucose value that limited insulin delivery; subsequent prolonged hyperglycemia was followed by hypoglycemia after duplicate meal announcements, and the patient ultimately discontinued ilet use and transitioned to multiple daily injections. Symptoms included frequent urination during hyperglycemia and later low glucose events. Outcomes included emergency evaluation and hospital admission with treatment via insulin drip and injections, followed by recovery and discontinuation of the device. Investigation included review of available device logs and user reports. Investigation of this case revealed user-related factors including infusion interruption, delayed cartridge and set replacement, and incorrect manual blood glucose entry that contributed to glycemic excursions. It was concluded that the device function was not confirmed to have failed and that the events were most consistent with use-related and clinical factors.